Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling [swelling]. Pain [pain]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g f 20) injection, 2 ml 1/1/ day (1st course; route of administration not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the 1st course of synvisc injection was completed. The same day patient developed swelling and pain. The outcome for the events of swelling and pain was not provided. Relevant concomitant medications reported include voltaren (diclofenac) and ulgut (benexate hydrochloride). The intensity for the events of swelling and pain was not provided. The reported physician did not provide a casual relationship between synvisc and the events. Additional information was received on (B)(6) 2013 in the form of qa (quality assurance) investigation summary. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.